Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 by removing health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is unknown whether the forceps port was scraped due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air leakage due to holes in the insertion tube, causing lack of maintenance of the watertightness due to external factors. Also, the watertightness of the tip cover was not maintained due to external factors. Upon further evaluation, it was observed that the forceps plug cap was scraped due to external factors. It was also observed that the bending angle was insufficient due to elongation of the angle wire. Lastly, scratches were observed on the following unit components due to external factors: on the insertion part, corrugated tube oredome, the grip, universal cord, video cable, video connector, light guide connector, on the light guide cover glass surface and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno videoscope was leaking air. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps plug cap was scraped, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.